Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable and wall adapter resulting in the pump shutting down. The customer was able to successfully charge the pump using an alternate wall adapter and usb cable. Additionally, it was reported that a malfunction alarm occurred. There was no adverse impact to customer¿s blood glucose level. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.